Manufacturer narrative:
No serious injury alleged. Consumer was unable to move the chair due to the motor brake allegedly not working. Chair was approx one month old at the time of incident. Product has not been returned for an eval, so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
The motor brake allegedly seized up. The consumer was allegedly not able to get out of her chair and was stuck overnight, causing skin breakdown. No serious injury is alleged.